Event description:
A system 1000 hemodialysis instrument had an arterial pressure that would not go above 200 at the beginning of hemodialysis treatment. The instrument did not alarm to notify the customer of the low arterial pressure. There was no pt injury or medical intervention reported in association with this incident. The customer was advised to replace the blood pump power pcb. There is no additional information available at this time.